Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2011. Prior to the insertion of the mesh, when the surgeon was performing the left dissection, the patient started bleeding near the ischial spine. The surgeon applied pressure and the patient continued to bleed so the surgeon put some floseal in and inserted the mesh. Then the surgeon performed the posterior repair which was a native tissue repair. The anterior bleeding had not stopped so the patient was given fresh frozen plasma and one bag of blood. The patient continued to bleed from all surgical sites. The patient went to the intensive care unit and was discharged from the intensive care unit on (B)(6) 2011 and was fine. The device remains implanted.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.